Manufacturer narrative:
The evaluation of the provided information has been made available. The device history records were reviewed and found to be conforming. The compatibility check was performed and showed that the product combination was approved by zimmer. The patient has not been revised. Review of incoming information: event: it was reported that 3mm radiolucency was detected on (B)(6) 2015 (6 months follow-up). Review of x-rays: nine x-rays were available for investigation. Three x-rays were taken at the 6 week follow-up, three at 6 months follow-up and three at 12 months follow-up. On all x-rays the correct positioning of the anatomical shoulder glenoid and of the sidus head could be observed. The implant size and positioning were anatomically correct. The exposure and the shoulder position on the x-rays were different at the follow-ups, but no 3mm radiolucency could be observed at the glenoid. Surgial report: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes described the use of the correct procedure. The notes of the follow-up visits were also returned. The visits report had good outcome and no complications. It was also reported that the patient would like to have the same type of surgery on her other shoulder (the right). Device analysis: the device analysis could not be performed as the devices still in situ. Possible causes for the reported event according to sap dfmea # 107840, rev 3: implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function. Possible, as it is possible that the bone cement has reduced material strength or do not perform the intended function. However, no 3mm radiolucency can be observed on the returned x-rays; aseptic loosening -> due to wrong radii combination, normal use, overload, wrong positioning. Not possible, as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants; loosening -> due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible, as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants; adverse body reaction (eg. Cancer, allergies, etc. ) -> due to material not biocompatible. Not possible -> as biocompatibility specification sap doc 102335 and material compatibility specification sap doc 102337 certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault; surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to insufficient, unavailable or over complicated surgical technique. Not possible -> as surgical technique sap doc surgical technique 06.01028.012 and 06.02280.012 contain all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device has not been received for investigation as the patient has not been revised. X-rays and other source documents were received and will be reviewed during investigation. Where lot number was received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that mmi quarterly radiographic findings indicate 3 mm of glenoid radiolucency. The patient is monitored, a revision surgery was not performed.